Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported via phone call that the buttons on the customer's insulin pump would stop working periodically. The patient could go through much of the day without the buttons responding. No further details were given. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.